Manufacturer narrative:
A ge svc rep performed an on-site investigation. The sys batteries were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys displayed an overload fault error message. This error message likely caused the sys to shut down. There is no report of pt injury associated with this event.